Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported "does not recognize a closed door," which was confirmed but not reproduced. The evaluation experienced a system error 320. The messages were found to be caused by a failed lower latch switch on the lower auxiliary assembly. A failed lower latch switch prevents the unit from recognizing a closed door. The lower auxiliary assembly (including the latch switch) was replaced.

Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported there was no patient involvement.